Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 10.1 mmol/l (mobile 1 system) and 3.2 mmol/l (mobile 2 system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.